Event description:
It was reported that the technician was unable to obtain ventricular outputs on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Heart lead flex is out of specification; ventricular side of the heart lead flex is intermittently open. Battery release, ring cover, and lead flex cover are contaminated. Battery contacts are compressed. The ring is bent. Upper and lower cases and side bail covers are broken. Battery drawer is broken and contaminated.